Event description:
It was reported that a patient¿s catheter eroded through the skin near the pump. The healthcare professional (hcp) took the patient to surgery on (B)(6) 2014 and ¿cleaned out¿ the pump area and made the pocket larger. Now the patient¿s mother wanted to have the pump removed. The reporter noted that they have been titrating the dose down and that the hcp wanted to decrease the dose to 50 mcg/day. The patient had recently started experiencing urinary retention shortly after the surgery for the erosion issue and they have had to catheterize the patient. The reporter noted that the patient had cerebral palsy and was profoundly handicapped. The pump was used to infuse lioresal (baclofen). No outcome was reported for this event. Further follow up was being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump was turned down on (B)(6) 2014; the pump and catheter were subsequently explanted on (B)(6) 2015. The catheter erosion reportedly could be due to the patient history of skin problems, including eczema and impetigo. The patient was admitted to the hospital on (B)(6) 2014 due to the catheter erosion; was taken to the operating room (or) for a revision (also reported to have been on (B)(6) 2014) and discharged home. When the patient experienced the catheter erosion and was taken to the operating room for the revision, the patient also experienced urinary retention. This was reportedly possibly a side effect from the anesthesia. It was also noted that the patient was admitted to the hospital for vomiting, urinary retention and seizures, and was transferred to a different hospital on (B)(6) 2014, where he stayed until (B)(6) 2014. The patient was re-admitted to the hospital on (B)(6) 2015 due to a report of pus at the incision site. The patient was taken back to the operating room (or) on (B)(6) 2015 for pump and catheter removal. The patient was still an in-patient at the hospital as of (B)(6) 2015. The patient was not recovered; their symptoms/issues were ongoing. Then it was also reported that the patient was discharged on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).